Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that she is unable to test her blood glucose because the onetouch ultrasmart meter is in the setting mode. During troubleshooting, csr was able to resolve the product issue with training. The patient manages her diabetes with metformin and insulin. The patient obtained the onetouch ultrasmart on (B) (6) 2010 and did not know how to setup the meter for testing. Reportedly two weeks later, the patient developed symptoms described as "vision and swelling of feet." On (B) (6) 2010 at around 9 am, the patient obtained a blood glucose reading of "320 or 335 mg/dl" at the lab. The patient's doctor treated the patient with insulin. This complaint is being reported because the patient stated that she received medical intervention that suggested the patient had hyperglycemia after the product issue began. Please note that the product issue was due to a user error, which was resolved during training. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.